Event description:
A customer reported an altitude alarm on their pump. There was no adverse impact on the customer's blood glucose level. The customer received preventative tips for altitude alarms, understood the guidance, and was able to resume insulin delivery using the original cartridge without needing a replacement.